Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) 2008 (B)(6); 4092 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that there was a warning on the right atrial (ra) lead. The lead was undersensing atrial fibrillation and p waves were low. It was also reported that atrial capture management has not been able to be run lately. The lead is still in use. No patient complications have been reported as a result of this event.